Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
During a vertebral augmentation procedure at l3-l4, using a bipedicular approach and jamshidi needles, 4 balloons burst at 100 psi. All of the balloons fully deflated and were retracted easily. There was no separation of the balloon from the catheter and no fragments were left behind in the pt. Back up product used to complete the procedure. This event caused an additional 40 mins to the procedure. No other consequences were reported.